Manufacturer narrative:
Investigation results: our quality engineer inspected the 136 unused samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection and testing of the samples. Analysis of all 136 samples showed that no leaks were found. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd ext set 15cm small bore spin nut leaked. Leaking membrane and packages. The membrane is leaking. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.